Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass, the scrub loaded the device and closed the jaws, handed it to the surgeon. The surgeon inserted the device into the trocar and the jaws would not reopen. The device was not able to be used on the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).